Manufacturer narrative:
Correction: ((B)(4) (was the controller at the time) and (B)(4) are two controllers associated with this complaint for the loose connectors). It was reported that two controllers had loose power port connectors. The two controllers were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release.  Failure analysis was not performed since the units were not returned. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connectors may be attributed to a shift in the manufacturing process. The manufacturer has an open internal is investigating loose connectors. Additional controller with this complaint (B)(4)-exp date-05/31/2016, MFR date-05/31/2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is not being returned.

Manufacturer narrative:
Driveline cable, (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed that the driveline cable outer sheath was worn out, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. The additional damage to the driveline sheath was likely a progression of the previously reported damage. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline cable outer sheath was "worn out". The driveline cable sheath was repaired. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: MFR report number-3007042319-2017-04084 was sent with the wrong MFR number it should have been 3007042319-2016-04084. Please disregard the previous report that was sent as a follow up 2 (3007042319-2017-04084). There should be no reports available for this MFR number 3007042319-2017-04084.